Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 350 cc saline implant, catalog # 3501655, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis that deflated after implantation. At the time of this report, the device has not been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team (pe) observed a rent measuring 1.1 cm on the anterior aspect extending to the posterior. Two additional rents were discovered on the posterior aspect; rent b measuring approximately 0.8 cm and rent c measuring approximately 0.7 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. As a result, pe concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since three rents were found on the device. However, at this point is it not possible to determine the root cause of such damage. There is no evidence that the issue is related to the manufacturing process. The device history record (DHR) of lot number 5980823 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on 7/12/2018 indicating that the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 425cc saline breast implants (catalog # 3501670, s/n: (B)(4)) on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).